Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the cleo® 90 infusion set, the infusion set "ripped out" after catching on the patient's jeans. The patient reported that their blood glucose levels rose to 375 mg/dl due to the reported event. It was reported that the patient inserted a new infusion set and administered a manual insulin injection to resolve their high blood glucose. The patient stated that they would discuss the use of a semi-permeable barrier with their health care professional. No permanent adverse effect was reported.